Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and pump display was blank and pump was exposed to moisture. The customer¿s blood glucose level was 48 mg/dl at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Manufacturer narrative:
Retainer = black . Customer returned deviec for alleged blank display after moisture exposure found on (B)(6) 2022. The device powered up properly after battery installation. No blank display noted. The device seats immediately during the prime/fill operation. The device passed the self test, sleep current measurement, and active current measurement however, unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to prime/fill anomaly. The history and trace files were successfully downloaded using thus. The device was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (electric board) and keypad flex tail. Rust and corrosion was found on the motor, motor home switch and force sensor. Prime/fill anomaly is due to moisture damage/rust on the motor and motor slide. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display is not confirmed. Prime/fill anomaly is confirmed due to moisture damage/rust on the motor and motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.